Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he is experiencing auto-reduction. An sjm representative was unable to resolve the issue with reprogramming. It was also reported diagnostics showed invalid impedance values for the scs lead. The next course of action is undetermined at this time.